Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error after it was disconnected. Child's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at the keypad traces. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.